Manufacturer narrative:
Zimvie complaint number (B)(4). .

Event description:
It was reported that the driver was fractured during prosthesis torquing. The patient suffered from an improperly tightened prosthesis procedure was not completed. Upon following up, the customer confirmed that the driver fractured at the base of the hexalobular head.